Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "patient reports the balloon would not deflate for removal. Uses a new catheter every night. This has happened appx. 3 months ago as well, but he did not report it-thought it was just a 1 time issue until it happened this time". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #8040412-2024-00014.

Manufacturer narrative:
Qn#(B)(4). Customer provided photos were provided to the manufacturer. However, the sample was not returned. The manufacturer reported: "non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Furthermore, the balloon with low fill volume than the recommended tends to have the problem. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. However, without returned sample, the actual phenomenon which could lead to non-deflation could not be determined and associate it wit h any of the above-mentioned root cause." Teleflex will continue to monitor and trend complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "patient reports the balloon would not deflate for removal. Uses a new catheter every night. This has happened appx. 3 months ago as well, but he did not report it-thought it was just a 1 time issue until it happened this time". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #8040412-2024-00014.